Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can effect stent dislodgement outside the body include, but are not limited to, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Unfortunately, without a returned device for analysis, a conclusive root cause for the reported discrepancy cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, it was discovered that the stent had dislodged and remained in the protective sheath. The device was not used on the patient. No additional event or patient information is available.